Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient's g5 transmitter would not pair with their smart device. Father told the smart device to forget the transmitter. He turned the bluetooth off, uninstalled the g5 application and re-started the smart device. The bluetooth was turned back on, the g5 application was reinstalled, the smart device paired with the transmitter and the smart device started receiving data. No additional event or patient information is available.